Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb. Reportedly, the usb cable was charging the pump at a slower rate. The customer's blood glucose level was 77 mg/dl.